Manufacturer narrative:
Method - device not returned, f/u with representative. Post-market clinical study.

Event description:
It was reported that a post market clinical study pt underwent a kyphoplasty procedure on level l2. A cement extravasation in the inferior disc to level l2 was noted. There were no pt complications. No add'l info was provided.